Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a 10 unit bolus instead of a .10 unit bolus for a snack that was eaten. The customer's blood glucose (bg) level was 121 mg/dl. A recommendation was made for the customer to contact the healthcare provider (hcp). One hour after the initial call, the customer's bg level was at 93 mg/dl and the customer set a temporary basal rate, per the hcp. Two hours later, the customer reported that bg level was stabilizing at 160 mg/dl. The customer had been advised by the hcp to continue consuming food and that the hcp would follow up with the customer regarding bg level.